Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to corroded keypad traces. There was no moisture damage found on the electronic assembly or motor. The pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The pump passed the unexpected restart test and there was no unexpected restart error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received a button error alarm on the insulin pump. Customer stated that no buttons are working. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that she was sweating due to her low blood glucose level. Customer's blood glucose was at 41 mg/dl and she drank juice to bring it up. Customer's blood glucose is now 120 mg/dl. Customer was not sure why she was low. Customer took the battery out and got an unexpected restart alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.